Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 337 mg/dl and 355 mg/dl. The customer mentioned that they experienced high blood glucose level and was treated with manual injections. The customer alleged the insulin pump for under delivery because there was no insulin coming out during the process of delivery. They mentioned that they gave a correction bolus and checked everything, it put correction while it was pumping and delivering my bolus and it was not coming out and held my insulin pump on my ear and there was no sound but nothing was coming out. The insulin pump passed the self test. The insulin pump will not be returned for analysis.